Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and automatic mode switch was noted on the atrial channel. Provocative testing was performed and the lead noise was reproduced. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.